Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #6000093-2007-02048 and #6000093-2007-02049. It was reported by the patient that following a drug eluting stenting treatment procedure that vessel revascularization was required. "Two taxus express2" drug eluting stents (des), of unknown sizes, were implanted in an unspecified artery on unspecified dates in 2005 and 2006. At an unspecified time later, the patient had a 3.0x16mm taxus express2 des implanted into the "same" vessel. "On that day, he was experiencing chest pain and was taken to the hospital, where they performed an angiogram and angioplasty with stent." The patient reports he "was told that the vessel was "90% blocked, and may need another bypass surgery." Repeated attempts to request additional information have been made, but no information has been received.